Event description:
The customer reported that after a colectomy, the pt was brought back to the or with internal bleeding. Upon reopening the pt, the surgeon discovered that the omentum seemed to be the problem and had not fully sealed. A forcetriad generator set at two bars was in use at the time of the initial surgery. The device was cleaned when tissue buildup was seen on the jaws. The pt fully recovered.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. Additionally questions in regard to the incident have been asked and covidien's medical director is in the process of contacting the surgeon to discuss the incident. If additional info pertinent to the incident is obtained, a f/u report will be submitted. See scanned pages.